Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one radiographic jpeg image received for evaluation. ¿ no name, date, or demographics on the image. ¿ cannot rotate or window level image provided. ¿ cannot take lengths or diameters with a jpeg image. ¿ cannot confirm an endoleak with one image. ¿ non-contrast and delayed contrast series help confirm if the densities are contrast outside the implanted device(s). Cannot confirm complaint with image provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, graft material failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2024, an endoleak around the stent graft was observed using a computed tomography. A four-dimensional computed tomography revealed a possible type iiib endoleak. On (B)(6) 2024, a reintervention was performed for the possible type iiib endoleak. An angiography was performed, however the endoleak and the damaged location were not able to be determined. A stent graft was implanted to cover the possible damaged location for the possible type iiib endoleak of the trunk of the rlt351414j. The patient tolerated the procedure. The physician stated that it may not be a type iiib endoleak because the time it took for the damage to occur was too short for a type iiib endoleak.